Event description:
It was reported that the buttons on the customer's insulin pump were not working, a button error alarm was received, and there was a crack in the battery compartment. The customer's blood glucose level was not known. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.